Event description:
It was reported by repair work order that the power cord had exposed wires due to the sheathing being torn. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.